Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 06 occurred with a cartridge. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, it was reported that an occlusion alarm occurred. A system check was performed, and the occlusion was found to be within the cartridge. Customer¿s blood glucose level ranged was 300 mg/dl. A cartridge change was performed resolving the issues.